Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok safety mechanism broke. The following information was provided by the initial reporter: "when removing needle - needle did not stay with syringe - had to manually remove needle from lvg - removed manually by nurse - needle intact as soon as I withdrew it from the skin I noticed the needle still in the skin and the plastic safety covering fell apart at the same time." Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(6). Date of incident (yyyy-mm-dd): (B)(6) 2023. Site name/location: (B)(6). Level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet (health canada): incident details: im injection given using leur lok syringe of toradol to lvg, when removing needle - needle did not stay with syringe - had to manually remove needle from lvg - removed manually by nurse - needle intact as soon as I withdrew it from the skin I noticed the needle still in the skin and the plastic safety covering fell apart at the same time. Impact of incident: no poor outcome. Who was affected? Patient. Device name/description: needle hypodermic safety glide 23 gauge x 1 inch. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305902. Serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): unknown. Supplier: (B)(4). Supplier catalogue number: 308-305902. Was the device retained? No.

Manufacturer narrative:
Pr (B)(4) ¿ follow up MDR for device evaluation. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends h3 other text : see h10 manufacture narrative.